Manufacturer narrative:
Analysis of the pump identified a gear train anomaly and corrosion and/or wear and/or lubrication. Residue was identified in the motor gear train that contributed to the motor stall{s}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump was returned to the manufacturer for analysis. It was indicated the device had been used with/in the patient for treatment, there was no patient death, and no patient injury. It was indicated the device was removed due to a device-related, as a motor stall had occurred without a recovery. The date of the event was provided as (B)(6) 2017. No rotor or dye studies had been performed. Per the pump print-out, it was indicated the device had been programmed to deliver 10.0 mg/ml of hydromorphone at 5.255 mg/day, 30.0 mg/ml of bupivacaine at 15.765 mg/day, and 260.0 mcg/ml of clonidine at 136.63 mcg/day, via simple continuous infusion mode. The device had been interrogated on november 27, 2017, with the last change occurring on (B)(6) 2017. The pump interrogation indicated a motor stall had occurred, and a "stopped pump period may exceed tube set" message was present. The logs revealed a motor stall had occurred on (B)(6) 2017 at 22:53, and the stopped pump period may exceed tube set occurred (B)(6) 2017 at 22:53.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. Larger than expected reservoir volumes and a motor stall without recovery were reported. There were no reported patient symptoms. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was reported as the pump logs were read. The pump was replaced and the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.